Event description:
The customer reported a broken wire in the high voltage cable. No pts were injured.

Manufacturer narrative:
The ge service rep replaced the high voltage cable. System operates as intended. .